Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported patient faced insulin flow blocked alarm event on 25-may-2024. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6002725 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code soft cannula found bent upon removal from infusion site. Complaint investigations. 1 used cannula was provided for investigation, also the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 2, the returned sample test passed. Functional test: underwater flow, according to wi version 1, the returned sample, does not test passed, one ser was found with pcc connector needle clogged (by insulin) on the reference samples a visual test according to wi version 1, was performed and 10/10 samples passed the test. On the functional test: air flow, according to wi version 1 was performed and 10/10 samples passed the test see attachment database (B)(4) complaint test report. A batch record review was conducted resulting in the following: packaging lot: the 6002725 was manufactured according to the wi version 77 manufactured in the multivac 12 on 09/ago/2023, with a total of (B)(4) units. Glue tubing lot: the 3g04508 was manufactured according to the wi version 38 manufactured in the pegado 04 on 08/ago/2023, with a total of (B)(4) units. The 3g04562 was manufactured according to the wi version 38 manufactured in the pegado 08 on 08/ago/2023, with a total of (B)(4) units. The 3g04564 was manufactured according to the wi version 38 manufactured in the pegado 05 on 07/ago/2023, with a total of (B)(4) units. The 3g04565 was manufactured according to the wi version 38 manufactured in the pegado 08 on 09/ago/2023, with a total of (B)(4) units. The 3h00275 was manufactured according to the wi version 38 manufactured in the pegado 05 on 09/ago/2023, with a total of (B)(4) units. The 3h00276 was manufactured according to the wi version 38 manufactured in the pegado 08 on 10/ago/2023, with a total of (B)(4) units. The 3h00224 was manufactured according to the wi version 38 manufactured in the pegado 04 on 09/ago/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded trending: a query was run in database on 19-mar-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6002725 and one other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: on the investigation on returned samples, one set is found with pcc connector needle clogged (by insulin), this occurred during use. Harm no reportable. No defect on tests, no non-conformance (nc) raised during production, no one complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.